Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation confirmed the reported "front terminal socket where you plug in the maj-1430 is bad- it¿s not reading the scopes¿ as there was no image when connected with 180 endoscopes. The patient board set was found defective. Additionally, the locking latch of the video connector socket was worn out causing poor connection. The customer declined to repair the device and the device was returned unrepaired. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The likely root cause of the ¿no images appear¿ issue was due to the repeated use of the device for a long time might have caused malfunction in the patient board or electronic parts on the video board, or a wearing away of the scope connector socket. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
No device has been returned to date; therefore, the root cause of the reported event cannot be determined at this time. However, the investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center was informed that during preparation for use, the evis exera iii video processor could not produce an image. The front terminal socket where you plug in the video cable, is bad and not reading the scopes. No patient injury harm was reported.